Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vascular procedure that the clips will not hold after placing. Another like device was used. There was no adverse patient consequence.